Manufacturer narrative:
The implantable neurostimulator, lead and ins plug have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The implantable neurostimulator was retuned to the manufacturer with no clinical information. Device registration system indicates that the patient is expired. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.